Event description:
Clarification was received: the initial surgery date was (B)(6) 2017. The outcome of the patient was currently unknown. Involved component: palacos r+g cement.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a vega tibial plateau. The patient was initially implanted with a vegal tibial component during a total knee arthroplasty (tka) on an unspecified date. Sometime later, the patient presented with pain and potentially loose tibial implant. A revision was planned; during the revision, the tibial piece was confirmed to be loose and without cement adherence. Additional information has been requested. The adverse event/malfunction is filed under (B)(4).

Event description:
No updates.

Manufacturer narrative:
General information: there are no devices available for investigation. Two figures and several x-ray figures were provided to us. Consequences for the patient: post-operative medical intervention was necessary : revision surgery . Investigation: no product at hand - therefore an investigation is not possible. The provided figures show the explant without cement bonded. The provided x-ray figures give no definitive hints for the mentioned loosening of the implants. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the failure is usage related. Rationale: in the light of the small amount of information received and due the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a definitive root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. It could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement: the processing time of the used cement was exceeded, wrong temperature, unfavourable storage, the age of the cement, wrong handling with the cement. Corrective action: product safety case was created. Any action regarding CAPA will be addressed within the product safety case.